Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the product is porous and leaking and was noticed after use. There was no patient harm. The customer further reports that octenisept was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. The uvc was secured with nein and was sutured and fixation on skin with plaster. The uvc was inserted the night of (B)(6) in the umbilicus. The uvc was used continuously with 50 ml-perfusorspritzen max 5ml/hour. Octenisept was used to clean the device. The uvc was removed the morning of march 03. The device was not replaced. The status of the patient is stable.

Manufacturer narrative:
The exact date of the incident was originally stated as (B)(6); however after additional information received, the incident date is unknown.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without a lot number it was not possible to perform a device history record (DHR) review. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could have caused this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. Also under the special 510k#(B)(4), a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.